Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(4) 2011. Results of analysis will be developed in a follow-up report.

Event description:
An spvb was implanted in (B)(6), 2010. It had been working well but the pt started to suffer from hypodrainage. The surgeon then changed the valve setting to 70 but the pt's conditions did not improve. Therefore, he replaced the valve. He would like to know the reason of the incident.